Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the insulation was abraded due to exposure to constant friction with another implantable device which could have caused a threshold anomaly.